Manufacturer narrative:
(B)(4). Batch #: x94565. Photo images were received and are pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the device was returned with the distal tip of the blade broken off and not returned. The remaining blade portion was scratched, and with evidence of contact with metal in or out of the operative field. During functional testing on gen11, an alert screen was displayed. A probable cause for the device to stop activating and the gen11 to display an alert screen is blade damage. The device was disassembled to inspect the internal components and no anomalies were found. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure. Once minor blade damage has occurred, subsequent activations may increase the severity of the blade damage. This in turn can result in activation issues such as failing the pre-run test with the generator and displaying an alert screen. These alert screens that can result are such as "remove instrument from patient" or ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damage blade can result in a broken blade. As part of the quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch x94565, and no non-conformances were identified.

Event description:
It was reported that during an open liver resection the ¿replace instrument¿ alert screen was displayed. Changed to another device to complete surgery. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). Date sent: 3/6/2023. This is an analysis of a set of images submitted for evaluation. Image 1: the image provided by the customer is that of the distal jaw of what appears to be a harh instrument. No damage can be observed. Image 2: the image provided by the customer shows a harhd handle. The batch and serial can be observed as x94565, (B)(6). Image 3: the image provided by the customer shows a harhd20 instrument with no apparent damage the event described could not be confirmed as no detectable damage could be observed. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be observed during the photo analysis. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications.